Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it is judged that the subject event was due to the user¿s handling of the device due to prolonging replacement of the water filter. The events can be detected/prevented in accordance with the following instructions for use: chapter 7 ¿routine maintenance¿, section 7.3 ¿replacing the water filter (maj-2317)¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope was being incorrectly reprocessed with water filters that are improperly being replaced once every two years, instead of the instructed once every two months. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.